Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a blood glucose level of over 600 mg/dl. Customer has regularly bolused and changed the site 3 times today since noon. Customer's blood glucose level was 564 mg/dl. Customer ran a manual prime and the insulin did exit. Pump settings were reviewed and found to be correct. Customer stated that there was one air bubble near the quick release another one that is about a half an inch near the reservoir chamber. Customer was unable to get all the air bubbles out of tubing to perform the high pressure test. Customer stated that she will just change the infusion set and the reservoir. Customer will call back to complete the high pressure test if necessary. No further assistance needed.